Event description:
The facility representative contacted a technical service representative to report a flo-gard infusion pump that was "not clear about the # on the screen." This condition had the potential to interrupt delivery. This condition was found in the biomedical service department upon power up. There was no patient involved, reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: baxter discontinued service and ceased all design related support on flo-gard (B)(4) in the u.s. Region as of (B)(6), 2010. Baxter will continue to collect product complaints, but periodic monitoring/trending and analyses of the u.s. Complaints for product improvements will no longer be required. Baxter will continue to monitor and report on death and serious injury events and follow existing escalation processes to assess the impact on patient safety. Evaluation summary: the reported condition of a flogard infusion pump with "not clear about the numbers on the screen" was confirmed and duplicated by baxter personnel. The root cause of this condition was determined to be defective display printed circuit board. The display board was replaced as per service manual to correct this condition. Should additional information be received a follow-up medwatch will be submitted.